Event description:
It was reported that the patients ipg was not holding a charge and was taking much longer to charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction suspected. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred about five months ago from the date the manufacturer became aware of the event.